Manufacturer narrative:
The field service engineer (fse) discovered that vc23 (backwash tank) had overflowed causing vl25 (tube ram/needle bellow down valve sol 25) to malfunction. The fse replaced vl25 resolving the leak reported. (B)(4).

Event description:
The customer reported a leak of an unknown amount of clenz coming from an unknown source on the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.